Event description:
It was reported that during a cholecystectomy procedure the customer had issues with the yellow light emitting diode (led) on the arm of the patient side cart (psc). The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse to confirm that the customer did not report the issue at the time of the procedure on (B)(6) 2020. Troubleshooting was not performed with isi technical support. The customer frustrated with the arm issue that they chose to convert to laparoscopy. There was no patient harm and no complications. No other demographic information was available regarding the patient demographic such as age, gender, weight, ethnicity or patient history.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope camera manipulator (ecm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but could not reproduce the customer reported event. The ecm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The l4 top switch will be replaced as a precaution.